Event description:
The customer reported elevated creatine kinase-mb (ck-mb) results, above the normal reference range, for one pt involving unicel dxi 800 access immunoassay system. This is report number one of two referencing system serial number (B)(4). The pt's sample was retested and recovered a higher ck-mb result. The initial elevated result was released out of the lab and questioned by the nurse. There was no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2008. The fse noted the unit's sample probe failed carryover testing. The fse replaced the sample probe and successfully passed carryover testing. The fse performed and completed high sensitivity (hs) system check and quality control tests, which were within specifications. The fse completed repair verification, and the unit conformed to the MFR's performance specifications. The fse stated the customer is aware of pre-analytical sample handling that may have contributed to the event. The customer questioned proper sample handling standards by nursing staff since there is no direct control of pt samples. The pt's samples were collected in plastic green top heparin tubes with gel. Specimens were sampled from the primary tube. The samples were processed via the automation line and centrifuged for 6 minutes at 4,000 rpm (rotations per minute). This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to MDR: 2122870-2011-03486.